Manufacturer narrative:
Additional suspect device components involved in the event: model#: sc-2408-56, serial#: (B)(4). Description: avista MRI perc lead kit, 56 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had staphylococcal infection in both ipg and lead site, but the main drainage was from the lead site. Symptoms of drainage, pus, redness and swelling were noted. It was also reported that the infection was not procedure and device related. The patient was placed on intravenous antibiotics and reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient could not clear the chronic infection with the stimulator implanted. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had (B)(6) infection in both ipg and lead site, but the main drainage was from the lead site. Symptoms of drainage, pus, redness and swelling were noted. It was also reported that the infection was not procedure and device related. The patient was placed on intravenous antibiotics and reportedly doing well.